Event description:
Complainant alleged that medics analyzed a pt who was found unconscious and vital signs absent, and received "shock advised" determination for a pulseless electrical activity heart-rhythm. The medics responded to a call and upon arrival attached the device to the pt via multi-function electrodes and analyzed the pt. The device correctly returned a "no shock advised" for a presented pulse-less electrical activity (pea) heart-rhythm. The medics continued to assess and treat the pt and approximately one-minute later initiate a second analysis of the pt. The device returned a "shock advised" determination for a heart-rhythm similar to that in analysis number one. The medics then administered a 200-joule shock to the pt and converted the pt's heart-rhythm to asystole. A follow-up third analysis of the pt returned a "no shock advised" determination. The medics continued to treat the pt and approximately one minute later, the device issued a check pt advisory message. The medics initiated a fourth analysis of the pt and the device returned a "no shock advised" determination. The medics continued to treat the pt with no further analyses being performed. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.